Event description:
A grice abdominal lift broke during use in a laparoscopy procedure, leaving the screw tip in the fascia of the pt. Surgical extraction of the screw increased procedure time. All pieces of the instrument were removed from the pt.